Event description:
Caller reported possible false positive on triage profiler troponin I (tni) test. Whole blood sample tested on profiler lot # w43351 gave a tni result of 8.0 in 2009. Pt transferred to another hospital where tni was negative (caller thinks method was access). Three days later, caller tested another lavender top that was drawn at the same time as the original date sample that gave 8.0 tni on profiler. Retesting results: whole blood 5.03 and plasma <0.05.

Manufacturer narrative:
Testing conducted in 2009: qcr profiler and donor whole blood sample. Testing results the same day: product support observations for tni recovery with testing on (qc retain), qc retain cal z and donor whole blood sample. No error codes or standard outliers were observed. Of the 5 reps run with cal z, all data points were below the threshold of <0.05. Of the 5 reps run with the donor wb, all data point were below the threshold of <0.05. No false positives or elevated levels were observed. Testing conducted the following month: qcr profiler. Cm cal g and returned pt sample. Testing for hama antibody interference was also performed. Product support testing results from that day: tni results: traige 0.07, traige+ hama <0.05, access ii 0.02. No false positives or elevated values were observed. No discrepancies between traige and access ii results. Hama testing did not result in a significant change in analyte recovery. No corrective action required as no product deficiency was established.